Event description:
Infant was to receive prostaglandin infusion at 0.5 cc/hr per infusion pump. Pump readings indicated medication was being infused. Pump had no alarm system to indicate that syringe had been given. In fact, no medication had been infused. Infant had been born with a diaphragmatic hernia and expired 1/3/97 unrelated to this incident.